Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the leg assembly with the capio device through the patient's sacrospinous ligament and the suture had traveled partly through the ligament, the suture, with the needle at the end, detached. The physician was able to visualize where the suture and needle had detached and retrieved it manually. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
Suture detachment. (B)(6).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the leg assembly with the capio device through the patient's sacrospinous ligament and the suture had traveled partly through the ligament, the suture, with the needle at the end, detached. The physician was able to visualize where the suture and needle had detached and retrieved it manually. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that a portion of the lead suture with the needle at the end was missing from the blue and white dilator and was not returned. The capio device was not returned for analysis. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.